Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
On or about (B)(6), 2014, plaintiff presented to (B)(6) hospital in (B)(6), florida, to undergo right internal jugular placement of defendants' smartport product, with model number ct96stsd, and lot number 4753818. This smartport product is comprised of a port body and a silicone catheter. The (B)(6), 2014, implant procedure was performed by dr. Michael j. Mehlberger, m.d. On or about(B)(6), 2014, plaintiff presented to (B)(6), florida with complaints of fever, chills and drainage coming from the incision. Blood cultures were drawn and came back positive for sepsis, requiring removal of the smartport. The procedure was performed by dr. (B)(6) m.d.